Event description:
The pt was admitted to hospital in 1995 with a pelvic mass and underwent exploratory surgery that same day. A soft tissue sarcoma was discovered and the pt underwent anterior exoneration with resection of the rectum and a low anterior reanastomosis. They developed a fever and in 1995 a CT scan revealed pelvic fluid collection. The fluid collection was felt to be a lymphocele and 320 cc of yellow fluid was drained by CT guidance. Follow-up CT scan done 3 days later reported some fluid collection in the rlq of the abdomen and pelvis is still present, but smaller. A percutaneous catheter was left in place and removed 2 days later. The pt did experience some lower extremity edema that was felt to be caused by the lymphocele. This did improve after drainage but had not completely resolved by day of discharge. The pt was treated with keflex and diflucan. Pt was discharged a month later with a diagnosis of soft tissue sarcoma, probable malignant fibrous histiocytoma and postoperative lymphocele.